Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent implantable pulse generator (ipg) repositioning procedure. Since surgery patient has not reported any continued discomfort at the pocket site.